Event description:
It was reported that during the implant procedure, the lead exhibited an operational issue upon positioning and could not be repositioned. The lead was not used, and another lead was implanted. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.